Manufacturer narrative:
B3 - date of event: used 06/01/2025 as the event date was not reported. D6a - implant date: used (B)(6) 2025 as the event date was not reported. Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Additionally, details regarding the reported event were not provided to bsc. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the delivery system became stuck with the guidewire. The target lesion was located in the carotid artery. A carotid wallstent was selected for treatment. However, after the stent was successfully deployed, it was noted that the stent deployment system became stuck with the guidewire. The physician had to forcefully remove the delivery system over the wire or removed the system stuck on the wire altogether. The procedure was completed with this device. There were no patient complications as a result of this event.

Event description:
It was reported that the delivery system became stuck with the guidewire. The target lesion was located in the carotid artery. A carotid wallstent was selected for treatment. However, after the stent was successfully deployed, it was noted that the stent deployment system became stuck with the guidewire. The physician had to forcefully remove the delivery system over the wire or removed the system stuck on the wire altogether. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
B3 - date of event: used 06/01/2025 as the event date was not reported. D6a - implant date: used (B)(6) 2025 as the event date was not reported. Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Additionally, details regarding the reported event were not provided to bsc. If additional details become available, a supplemental report will be submitted.